Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented via remote transmission. Review of transmission revealed lead noise in the right ventricle lead. The lead was capped and replaced on (B)(6) 2018 . The patient remained in stable condition throughout the procedure.